Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's intravenous access for parenteral nutrition became infected leading to vegetation on the leads and endocarditis. The device and leads were explanted and not replaced. The device and leads will not be returned. The patient was a participant in the systems longevity study. No further patient complications were reported as a result of this event.